Manufacturer narrative:
Correction: e2, g2. Additional information: h3, h6, h7, h9, h10. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the moog ail kit. A review of the device history record showed the device had a manufacture date of 15aug2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device had an error code 242.4030. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device had an error code 242.4030. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken ail sensor for error code 242.4030. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 15aug2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the moog ail kit. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Updated d9 as product was received. The affected device has been received and the investigation is completed. A follow up report will be submitted once additional information has been completed.

Event description:
It was reported by the customer that the device had an error code 242.4030. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had an error code 242.4030. There was no additional information provided and no patient involvement.